Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio vue meter was reading inaccurately high compared to a onetouch ultra meter. This complaint was classified based on additional information obtained by the customer service representative (csr) on (B)(6) 2015. The patient reported that the alleged inaccuracy first occurred at 5:10pm on (B)(6) 2015. At this time the patient obtained a blood glucose result of 80mg/dl on the subject meter and a result 20-30mg/dl lower on a onetouch ultra meter, within 30 minutes of one another. It is not known what medication the patient takes to manage their diabetes, but the patient stated that they had a little meal and also had a bath after obtaining the alleged high subject meter result. An unspecified period of time after taking this action, the patient felt dizzy&#55336;a symptom which they associated with low blood glucose) and self-treated this symptom by taking instantaneous glucose. The patient measured their blood glucose on another unspecified meter at this time too, but could not recall the result which was obtained. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue could not be resolved with troubleshooting.